Manufacturer narrative:
The investigation determined that discordant non-reactive (B)(6) results were obtained from a quality control fluid using vitros (B)(6) reagent with a vitros 3600 immunodiagnostic system. An assignable cause could not be determined. An unknown fluid handing issue, an unexpected analyzer issue, or an unexpected reagent issue cannot be entirely confirmed or ruled out as a contributing factor to the discordant non-reactive vitros (B)(6) results.

Event description:
A customer obtained discordant non-reactive (B)(6) results (1.375, 1.381, 1.383, and 1.188 s/c (non-reactive) vs. Expected (B)(6) reactive results from level 2 quality control fluid using vitros (B)(6) reagent with a vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant negative results were obtained from a quality control fluid. Ortho was not made aware of any discordant (B)(6) patient results obtained and there was no allegation of patient harm as a result of the event. However it could not be confirmed that patient samples were not affected, or would be affected if the events were to recur undetected. (B)(4).